Manufacturer narrative:
Literature citation: m. Arai"balloon kyphoplasty: the present condition and problems ¿ the review of reports during the past five years in (B)(6)". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
In this article, authors presented their review of past bkp literatures published from 2012 to 2015, and bkp were performed on 1,403 patients (2012: 43, 2013: 535, 2014: 447, 2015: 388). Post-op complication rates: infection (0.1%)